Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was 379mg/dl. Reportedly, the pump supplies were changed to resolve the issue. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause.